Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, blood coagulation disorder, local infection / subacute chronic osteitis, pain, swelling, bleeding, inflammation.